Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es unexpectedly stopped responding, during inhalation induction of pediatric patient on the table and preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station random restart was due to power issue, a field service engineer replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.